Event description:
It was reported that the "handle snapped off where the handle enters the frame".

Manufacturer narrative:
It was reported that "the frame tubing that the handles go into sheared off at the base where they fit into the frame. He said that the handle snapped off where the handle enters the frame". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.